Event description:
Surgeon reports that the patient's bowel was found to be completely adhered to the ploypropylene layer of proceed mesh approximately 4 months post implantation. The patient developed a bowel fistula and subsequent infection. The patient was returned to surgery where the mesh was excised and replaced with a competitive product. The patient is reported as well.

Manufacturer narrative:
H6: condition code: no conclusion can be drawn at this time. 510k#:k031925.